Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Revision left hip replacement- head and liner exchange resulting from metallosis of an lfit head on accolade stem. Hip revision procedure required following initial surgical intervention of hip replacement- head and liner exchange completed.